Event description:
On (B)(6) 2012, the reporter called animas alleging that the up arrow keypad button is unresponsive. There is no additional information available regarding the alleged malfunction at this time. . There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response; the down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a dim, faded and discolored display screen. A test screen was inserted and was found to function properly.